Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device was received at the service center and evaluated. It was reported that ¿during a knee arthroscopy, the fms tornado micro handpiece with buttons would not turn off. It was functioning fine, just would not stop. The handpiece was unplugged from console and then plugged back in. At that time, the console began to beep. The handpiece was unplugged again, and the beeping stopped.¿. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: handpiece : button defect; handpiece : cable defect; handpiece : motor defect; minor scratches on the device. The motor, motor cable and button were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee arthroscopy on (B)(6) 2021, it was observed that the fms tornado micro handpiece with buttons would not turn off. It was functioning fine, just would not stop. The handpiece was unplugged from console and then plugged back in. At that time, the console began to beep. The handpiece was unplugged again, and the beeping stopped. The handpiece was then replaced with a readily available replacement, and the procedure was successfully completed without patient harm or surgical delay. No additional information was provided.